Event description:
During a total laparoscopic hysterectomy, the probe tip of the subject device was fallen off inside the patient. The broken piece was retrieved by the surgeon. The uterus manipulator didn't use. There was no patient harm reported without this event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 14 mm from the distal end. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. There were scars at the surface of the jaw. The proximal side of the ptfe pad was worn. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, it is highly likely that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue, as a result the proximal side of jaw and probe came into contact with each other, and the probe cracked. After that, since surgeon continued to use the device, the probe tip was broken. This report is being submitted as a medical device report in an abundance of caution.